Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
It was reported that this patient with a 25mm bioprosthetic pericardial aortic valve, implanted approximately eight (8) years and nine (9) months, was explanted due to aortic stenosis and regurgitation secondary to leaflet tear and leaflet hardening caused by structural valve deterioration. This device was originally implanted into the patient¿s intra-annular position for aortic valve replacement to correct severe aortic regurgitation. After an implant duration of approximately eight (8) years and three (3) months, premature ventricular contraction occurred frequently. The widening gap in of the left ventricle dimension diastolic/ systolic was detected by echo. Also, aortic paravalvular leak (nyha ii) from this valve was indicated, so the patient was referred to the cardiovascular surgery department. The condition of the explanted valve was reported as ¿the leaflet which corresponds to left coronary cusp had an 8mm tear near commissure of the left coronary cusp and non-coronary cusp, and it was considered as a cause of aortic regurgitation. Also, leaflet hardening was observed, and it was considered as a cause of leaflet immobility and aortic stenosis¿. The replacement 25mm edwards bioprosthetic aortic valve was implanted into the patient¿s supra annular position. The device was explanted and replaced with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovering¿ in a general ward at the hospital.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Customer report of stenosis and leaflet tear were confirmed. Customer report of regurgitation was visually confirmed due to leaflet tear. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the outflow aspect. Moderate host tissue formed a ring on the stent circumference at the inflow aspect. Host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 4 mm long tear near commissure 1. Leaflet 3 had a 9 mm long tear near commissure 1. All three leaflets were observed to be thickened and swollen. X-ray demonstrated wireform intact. What appeared to be thrombus was observed on the outflow aspect of leaflets 1 and 2. Sutures remained attached around sewing ring. Sewing ring and cloth had multiple cuts around the valve. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event has been confirmed to be due to svd and nsvd, as the product evaluation demonstrated leaflet tearing and host tissue overgrowth. These findings were most likely impacted by the progression of the patient¿s underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.